Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto 3 system and there was no ECG (electrocardiogram) or bs (body surface) signals available. The signal interference impacted the carto 3 system. During the issue, the affected catheter was not inside of the patient's body. The bs and ECG cables were replaced for the complaint. Everything was replaced from ECG cables to ECG electrodes and even the location of the electrodes on the body. Nothing was working while carto was on. When the medical team turned off the carto system everything on the recording system was working. After approximately two hours, the signals were working again. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to section d4. Primary UDI number (B)(4) and to section g4. PMA/ 510(k) k180238. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 21-jan-2024, the product investigation was completed. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto 3 system and there was no ECG (electrocardiogram) or bs (body surface) signals available. The signal interference impacted the carto 3 system. During the issue, the affected catheter was not inside of the patient's body. The bs and ECG cables were replaced for the complaint. Everything was replaced from ECG cables to ECG electrodes and even the location of the electrodes on the body. Nothing was working while carto was on. When the medical team turned off the carto system everything on the recording system was working. After approximately two hours, the signals were working again. No patient consequences were reported. Device investigation details: a field service engineer followed up with a company representative and confirmed that the signal issue was not duplicated on the following cases. The device manufacturer requested logs to investigate the issue but no data was received. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system #3035637, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).